Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to instability; the surgeon went in and put in a larger ultra congruent insert.